Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-22617. It was reported that high impedances were discovered on one scs lead during a surgical procedure. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
It was reported to abbott that during an ipg replacement one of the implanted leads was found to have high impedance. Due to the high impedances, the physician replaced the lead during the procedure as well. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.